Event description:
On 12-may-2026, it was reported by a sales representative via (B)(4) that an abs-10060 centrifuge has a disposable stuck inside, as well as metal pieces approaching while spinning, that caused sparks and makes a loid noise. Noticed during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.